Manufacturer narrative:
Per tandem user guide: ensure you first fill syringe with insulin before removing air from cartridge. Removing excess air can affect pressurization and affect how the pump delivers insulin. Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported in the past changing infusion sets once a week and changing cartridges every 3-4 days, but presently changing supplies every 2-3 days. Customer also reported performing the air removal step without first filling the syringe with insulin. Customer was educated on the proper air removal process per the user guide. Customer cleared the alarm and resumed insulin delivery. Customer's blood glucose was no greater than 240 mg/dl.